Manufacturer narrative:
(B)(4). Boston scientific received information in early 2016 from an in-house representative that a untreated episode (#001) was recorded on (B)(6) 2015 due to oversensing of a low amplitude signal. An inappropriate shock (episode#3) was also delivered on (B)(6) 2015 due to oversensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The device had been programmed to two zones (180 bpm and 220 bpm) associated with a secondary sense vector configuration. The patient was being evaluated following delivery of an inappropriate shock (flat s-ECG). The sense vector set-up was re-run and now alternate was selected by the device. The patient's device history was significant for a nonsustained episode on (B)(6) 2015. With the patient lying on their right side, the sense vector set-up was re-run and alternate was again chosen. The patient medical history was significant for coronary bypass surgery approximately two weeks ago. The sense vector at implant was primary. Ts recommended that dft testing should be repeated to ensure that detection would be appropriate with the sense vector programmed to alternate. The local representative was planning to discuss this further with the physician. Boston scientific received information that there are no plans for dft testing or an invasive procedure. The sense vector was programmed to alternate. The patient has been scheduled for an in-clinic follow-up to recheck the device.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a death narrative report on (B)(6) 2017. The patient had been admitted into the hospital's emergency room (ER) due to chest pain. The reported chest pain was similar to a past episode (chest pain without radiation) that occurred during hemodialysis. The chest pain resolved, but given the positive troponin and renal disease, it was felt that the patient should be hospitalized for observation. The patient had a very prolonged and complicated hospital course. The patient had persistent acute hypoxic and hypercapnic respiratory failure and had several episodes of pea arrest requiring multiple re-intubations , requiring trach. Cardiology recommended palliative care but the family had declined multiple times. The patient completed antibiotics for several infections. The patient had an eeg which showed severe encephalopathy. Attempts were made to wean the patient off the ventilator on (B)(6) 2017, however, the patient immediately decompensated and went into pea again and expired quickly. The clinical investigators concluded that the patient's death was not related to the study procedure, device or electrode. The device and electrode were not explanted post-mortem.

Manufacturer narrative:
(B)(4). Boston scientific received information that this patient received an inappropriate shock on (B)(6) 2017. The inappropriate shock occurred during cardiopulmonary resuscitation (CPR) secondary to electrogram noise. There was no ventricular dysrrhythmia reported. The root cause for shock delivery was the result of CPR compressions. A report from pulmonary critical care attributed the pulseless electrical activity (pea) event to hypoglycemia. Information on the report alleged that the adverse event was the result of a device malfunction. The event was considered resolved on (B)(6) 2017.